Manufacturer narrative:
The DHR for the flow coupler lot number assembly was reviewed. Visual and functional in-process inspection is conducted by the manufacturing operator and qc inspectors. Visual inspection includes 100% verification of proper assembly and ring alignment, fm, and review of assembly for general workmanship and broken or defective components. Functional inspection includes 100% doppler signal verification. The released product met specification. The 2.5mm returned doppler probe was examined under 10-40x microscope. The coax wire had several tight pinch and bend marks throughout consistent with being held onto with a forceps. The body of the doppler probe tip looked to be in good condition. The device did have some dried blood on it. There was no visible evidence of frayed wires. The edge of the parylene coating on the wire may have been mistaken as a defect. It has a jagged appearance under magnification. The doppler probe was connected to a test flow-coupler monitor. The probe tip was repeatedly dipped and swished in a vessel of water. The sounds generated by the movement of the probe tip in and out of the water are consistent with that of a normal flow-coupler product. The returned doppler probe functioned normally. Complaint evaluation states that there was congestion. Upon taking the patient back to the or, visual exam of the probe noted that there was a fray in the wire. The probe was returned for investigation and found to be functional. There were some significant marks from crimping the wire, but the observed fray may have been the edge of the coating on the wire and not actually a fray. Complaint investigation concludes that the product was functioning properly. The user reports no surgical intervention, but they elected to place a new doppler probe into the implanted flow coupler rings. No report of adverse event or negative impact to the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
(B)(4) microvascular anastomotic flow-coupler was implanted on the left side in a bilateral breast recon - diep breast reconstruction procedure. Postoperatively the left side flap became congested. The patient was taken back to or to explore. No surgical intervention was necessary on the left side. The flow-coupler probe wire was observed to be frayed about 2-3cm from the base of the probe. The left flow-coupler doppler probe was replaced while leaving the vein coupled. Both right and left diep flaps are reported as well and healthy.